Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28; lot# va10qte; implanted: (B)(6) 2015; explanted: (B)(6) 2017; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lack of improvement was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID 3889-28; lot# va10qte; implanted: (B)(6) 2015; explanted: (B)(6) 2017; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the lack of improvement was not determined.